Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 along with concurrent repair of cystocele, rectocele and perineocele due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems. It was reported that patient underwent transvaginal excision of excessive vaginal wall, placement of suprapubic drain on (B)(6) 2003. It was reported that patient underwent a very extensive transvaginal urethrolysis on (B)(6) 2005. The patient underwent a cystoscopy on (B)(6) 2007. It was reported that patient underwent mesh removal on (B)(6) 2009. It was reported that patient underwent cystourethroscopy on (B)(6) 2011. It was reported that patient underwent transurethral incision of bladder neck and cystoscopy with fulguration on (B)(6) 2011. The patient underwent cystourethroscopy and voiding cystourethrogram on (B)(6) 2012. It was reported that patient underwent transurethral implant of coaptite on (B)(6) 2012. No additional information was provided.